Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i access immunoassay system generated one (1) falsely high cartridge chemistry (cc) creatinine (cr-s) result of 4.61 mg/dl for one (1) patient sample and was reported out of the laboratory. The sample was rerun on an alternate instrument and obtained a lower result of 0.89 mg/dl. The customer also reran the sample ten (10) times on the original instrument and yielded results ranging from 0.76 to 0.89 mg/dl. The customer did not specify the amended report result value. Other chemistries were run on these samples but not questioned or repeated. No other chemistries or patient samples were affected for this reported event. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) was run before this incident and the results were within established ranges. Sample collection and method of analysis was not provided by the customer. A bec field service engineer (fse) was initially dispatched on (B)(4) 2013 to evaluate the instrument. The fse performed multiple hardware repairs, but the issue was not resolved. The fse returned on (B)(4) 2013 to further inspect the instrument. The inspection revealed that the cc sample syringe plunger was worn down mildly and the glass barrel was starting to show some rust discoloration. The fse replaced the whole syringe and both reagent cc sample probes. The fse completed all cc side alignments and check photometer settings. The fse recalibrated several chemistries and ran qc which all recovered within the laboratory established ranges. Failure mode is hardware. Failure mode appears to be the cc sample syringe. Fse found the syringe plunger was worn and the glass barrel was discolored. MDR 2050012-2013-00664 and 2050012-2013-00665 is associated with this reported event and documents this similar issue which occurred a week prior.